Event description:
It was reported that the patient experienced a whistling noise occasionally. Fluctuating impedances were noted and 5 electrode channels had to be switched off. The patient was re-implanted in late 2008.

Manufacturer narrative:
The device has been explanted and has been returned to another country's MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.